Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of two samples when tested with biotest cell 3 in the tube technique. The customer reported that the specificity of the two missed antibodies were anti-jk(a) and anti-k. Despite several inquiries, the customer could not recall the date of event. The customer returned neither the supposedly defective product nor the specimens that had caused false negative test results. At the time the customer filed his complaint the supposedly defective product was already expired. Therefore our quality control laboratory did not test their retention sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.